Manufacturer narrative:
Event date is literature article published online date. Morphological characteristics of chronic total occlusion: predictors of different strategies for long-segment femoral arterial occlusion eur radiol (2018) 28:897¿909 doi 10.1007/s00330-017-5003-9. If information is provided in the future, a supplemental report will be issued.

Event description:
The journal article captures a retrospective review of morphological angiographs of patients who underwent recanalisation of long-segment femoral chronic total occlusion. Index procedural related complications occurred in 11 cases. Complications included distal embolisation, dissections and local haematoma and were treated using either aspiration thrombectomy or thrombolysis, further balloon dilation or stent implantation. In cases of stent implantation, medtronic complete se devices were used. During the follow up period, re-intervention was performed in 16 patients to treat restenosis in 10 cases and stent thrombosis in the remaining 6 cases.